Manufacturer narrative:
Conclusion: during a normal repair process a leaking rondo 2 rechargeable battery was discovered and started this investigation. It revealed a broken welding seam at the housing as well as multiple other mechanical damages were found. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. It is very likely that the device got damaged by mechanical stress. This is a final report.

Event description:
A leaking rondo 2 was discovered.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A leaking rondo 2 was discovered.